Event description:
Procedure type: colon resection. According to the reporter: during the procedure, the anastomosis seemed ok. No staple reinforcement material was used. The operator didn't encounter any problems during the operation. The tissue specimen looked proper and the anastomosis seemed good after blue test. The anastomosis was checked 7 days later, and the operator noticed a leak on the left side. Rather than reinforcing the anastomosis, the operator elected to resect and redo the anastomosis. Pt is in a satisfactory state currently.

Manufacturer narrative:
.